Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir ring broke off. The customer¿s blood glucose was unknown at the time of the incident. The customer stated that it first one happened one month ago. The customer reported that the reservoir was able to lock in place when inserted into the insulin pump. The customer reported that the lcd screen was scratched up and the reservoir compartment was damaged. The customer stated that the black o ring kept popping off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.